Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with an octaray mapping catheter and suffered slowing of the heart and lead dislodgement treated with implanting of a micra device (pacemaker). It was reported after ablating with the qdot micro catheter, they were mapping with the octaray catheter when the lead was dislodged. The patient¿s heart slowed down, which led to the discovery of the event, and it was confirmed by fluoroscopy. The flutter mapping was stopped, and a medtronic micra device (pacemaker) was implanted to pace the right ventricle. They were able to pace from the micra, and the catheters were removed. The patients last know status was stable. The devices used during the procedure were the carto 3 system, ngen generator, octaray catheter, qdot micro catheter, and the decanav catheter which was only used after the incident. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.